Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (service code 204) has been confirmed. Upon eval, the one of the pins in the electrode belt's trunk cable connector was bent. The cause for the bent pin cannot be positively identified but was likely due to the connector being forced into the monitor while the pins were misaligned. The belt was fully functional once the trunk was replaced. No adverse event resulted from the defective electrode belt connector. The pt received a replacement electrode belt.

Event description:
A (B)(6) male pt contacted zoll customer support to report that he is getting a service code 204 when he powers on the monitor. The pt was provided with a replacement electrode belt.